Event description:
Boston scientific crm received info that during implantation, this right ventricular lead was implanted first. While attempting the arterial lead, the pt became unresponsive. The procedure was stopped due to suspected perforation of the right ventricle during atrial placement. The arterial lead was removed and the perforation was found to have occurred. The pt passed away.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problems.